Manufacturer narrative:
The customer reported that the central nurses station (cns) freezes up. Restarting the cns resolved the issue temporarily. The customer sent in the unit for evaluation. The unit was cleaned and evaluated. The reported problem of unit freezing up was duplicated after extended testing. The hard drives were replaced on this unit to fix this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) freezes up.